Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. The patient's wife reported that the patient had a skin irritation under the electrode on his left side. It was reported that the patient had a blister that had opened, resulting in an open wound. During a follow-up, the patient's wife reported that the patient's doctor provided them with neosporin to use and the area was clearing up. There was no alleged device malfunction.